Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the delivery system was "extremely difficult to flush" before it was used in the patient. The physician was able to get the system to flush, but with "excessive force" and implanted the leadless implantable pulse generator (ipg) which remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: a partial delivery system was returned, analyzed, and the delivery system shaft was mechanically kinked/buckled. The fluid pathway was occluded due to the shaft kink/buckle in the handle. The articulation of the delivery system was out of plane. The shaft of the delivery system was mechanically bent. There was a visual observation with the delivery system. Blood was observed on the shaft of the delivery system. Blood was observed on the sheath. Visual analysis of the delivery system indicated damage during use. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. The shaft is bent at 6.5 cm from the distal end of the delivery system. There is blood on the shaft located at the distal end of the stability member. There is a kink/buckle on the shaft inside of the handle. There is blood at the distal end of the flush valve. If information is provided in the future, a supplemental report will be issued.